Event description:
It was reported that the patient had continuing issues with her pump flipping during normal refill cycle and stated that the health care provider (hcp) suggested having the pump turned off. The hcp also believed that there may be a fracture in the line and the patient may be receiving too much medication. The patient last saw the hcp in (B)(6). It was later reported that the patient recently had a CT scan and there was fluid around the pump. The drug delivered via pump was sufentanil. No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the cause of the event was a fractured catheter. On (B)(6) 2011 the pump had flipped and twisted the catheter which caused failure of the pump. On (B)(6) 2011 the pump "moved to the other side of the abdomen". On (B)(6) 2012 the pump flipped again. In (B)(6) 2012 the catheter became disconnected. The pump and catheter were explanted; however, the date of explant was not provided. The patient was hospitalized. The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8590-9, lot# n287171, implanted: (B)(6) 2011. Product type: accessory: product ID 8590-1, lot# n272129, implanted: (B)(6) 2011. Product type: accessory. (B)(4).